Manufacturer narrative:
Device remains implanted. If the device or add'l info becomes available it will be reported on a supplemental report.

Event description:
During a t2 recon case, the k wires were not parallel hence the solid drill was chosen. The drill met a lot of resistance as it passed the nail on the more distal lag screw and came out with what looked like metal on it. Inserting the lag screw had a lot more resistance than the proximal lag screw.